Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) and right atrial (ra) leads exhibited impedance measurements of greater than 2000 ohms. Additionally, noise was observed on the ra channel which was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. There was noise on the rv channel which was not oversensed. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.